Manufacturer narrative:
The real intelligence cori, part # rob10024, serial #: (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. No errors were observed during functional testing of the device. A log file review was performed. The reported problem was confirmed. Logs from (B)(6) 2023 show two ""internal error"" messages appearing after the combined planning stage and causing the case to close. It was also noticed that the tibia implant was positioned at what seems to be several centimeters anterior to the bone, also registered too high superior from the bone. A software investigation was performed. Investigation determined that the errors occurred due to gts library limitations and a failure to assert a complete loop for the surface after mapping. This resulted in a graphics failure which created an internal error. This is an instance of a known software bug. Although the reported problem was not confirmed through a visual or functional evaluation, the most likely cause was found to be related to a software bug. An error that occurred due to limitations of the gts library seems to have resulted in a graphics failure, causing the case to close. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part#: rob10024, serial#: (B)(4), intended for use in treatment, was not returned for evaluation, therefore a visual inspection could not be performed. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Although the reported problem was not confirmed through a visual or functional evaluation, a possible contributing factor may have been related to a software bug which caused the system to return to the case screen. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka procedure, after registration and gap planning, once it was time for the distal cut as the surgeon started to burr, the system kicked them back to the case screen. The rep then selected the current case to resume back to distal cut. On the second attempt the same occurred, they were kicked back to the case screen. The rep selected the case again and they were able to continue as normal and complete the case. On the third attempt they were able to continue. Surgery was completed after a non-significant delay, with the same device. Patient was not harmed. After the case. They have ran a diagnostic on drill and it passed.